Manufacturer narrative:
H.11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H.6: codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that cause of the settings decreasing and being unable to adjust was that neuro sense was controlling intensity. Patient was instructed to turn off neuro sense, adjust stimulation intensity and restart neuro sense. Rep provided education on how to turn on/off neuro sense. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that the patient has 3 programs and they have been using group c. Caller stated the patient's morning pain is on the high side and it reduces during the day, but it's not completely gone. Caller then stated they went to group c to increase the intensity, but when they pressed up and waited, the intensity went down from 5.8 to 3.9. Caller tried to increase again, but the intensity wouldn't move. Caller mentioned that they tried to switch to group b last night and adjust intensity and they could not so they switched back to group c.  Agent walked caller through resetting the handset and communicator. Caller then attempted to connect to the handset and got not found and hit try again and got unable to connect. Caller was then able to connect to the implant and increase the stimulation, but then saw the neurosense is currently adjusting therapy message. Caller confirmed the intensity was set at 5.4 at the clinic. Agent had caller switch to group b and caller was unable to increase and decrease the intensity to the desired level, and they were unable to change the intensity back to the original setting. Agent had patient switch to group c and caller mentioned they were at 3.9. Caller mentioned they can't make any adjustments no matter what they do; agent reviewed neurosense message and continued to try switching groups and waiting for neurosense to stop but nothing helped. The issue was not resolved.